Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that when they lay down on their side the implant pokes out of the skin. The icm remains in use. No further patient complications have been reported as a result of this event.